Event description:
During a scheduled performance inspection, the third party biomed found that it would not charge defibrillation energy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the caller technical assistance and the therapy pcb part number information. Follow up with the reporter found that the third party biomed is awaiting the customer decision to repair the device. The device was not returned to physio-control for analysis/repair.

Manufacturer narrative:
The third party biomed determined the cause for the malfunction to be the therapy pcb assembly. The biomed replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. The removed therapy pcb was not returned to physio-control for evaluation. Therefore, further cause of the reported issue could not be determined.